Event description:
It was reported that the vns trd patient has been implanted for about 2.5 years with vns device, and the patient had been doing very well in regards to the effectiveness of vns for her depressive symptoms. However, in the last two months, the patient has had 2 suicidal attempts in the past two months. The patient was seen recently, following the onset of the suicide attempts, where the vns device was checked for proper function and proper device settings. Diagnostic test result revealed normal device function, and the settings were verified to be the intended settings. The relationship of the suicide attempts to vns therapy is unknown at this time. Good faith attempts to reach the patients treating psychiatrist have been made, but have been unsuccessful to date.